Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was postponed. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer who reported that restarting the system had no effect. The rse inspected the system logs and confirmed that the system experienced an automatic motor controller (amc) issue. Onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse replaced the amc triple servo drive and calibrated the system. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.